Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device has not been returned for evaluation. No logs available. As per notes on case (B)(4), annual maintenance performed on this unit normally and no failure detected or reported. The failure was not reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
81 other - at this time, the suspect device has not been returned for evaluation. However, as per preventive maintenance wo (work order), normal pm procedure resolved the issue. Exact root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista1000 us in which ventilator alarm and the nebulizer are not working during patient use. Furthermore, there was no patient harm reported associated with the event.